Manufacturer narrative:
Correction data: h1

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer experienced an elevated blood glucose (bg) of 700 mg/dl with a level of ketones that was considered dangerous by the healthcare provider. Reportedly, customer over corrected due to user error. The paramedics were called and the customer administered a bolus via pump to treat elevated bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.